Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Litigation papers allege subsequent to implant, patient has suffered pain and discomfort. Doi: (B)(6) 2004 - dor: none reported (left side). Patient is a resident of (B)(6). Update: 1/7/13 pfs was received from legal and medical records were received from legal. Records are available for further review. Doi: (B)(6) 2004. Although litigation reported this as metal on metal, product information indicates the patient had poly on metal. As the litigation has already been reported, and there is no reported serious injury or malfunction (patient has not been revised), the reporting requirements have been met. Update 03 may 2018: wpc (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets. There were no new allegation. Added head and updated unknown product and affected side. Doi: (B)(6) 2004 dor: none reported (right hip).